Manufacturer narrative:
The cardiosave iabp was replaced under warranty. The error logs were verified with the returned unit. The eval result identified the root cause to be an intermittent problem with the front end board (part number: 0670-00-0769). A CAPA was opened to investigate and address this issue. The investigation recommended to replace u102 mosfet with a clamping rectifier schottky diode in the board. Effectiveness of the corrective action was verified and CAPA was closed. The start up problem attributed to the front end board only occurs upon a cold start of the cardiosave system. This does not effect therapy. There is no issue once the pump is operating. (B)(4).

Event description:
During in-service training, the company rep observed that the iabp did not start up. No pt was involved.